Event description:
The manufacturer representative reported that a power on reset occurred. It was unknown what caused the power on reset. The power on reset was cleared and no trickle charge was required. The issue was resolved at the time of the report. The indication for use was spinal pain. No patient symptoms reported.